Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was returned with the instrument. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument exhibited non-intuitive movement. The instrument was removed and inspection identified a broken cable. A backup instrument was used to complete the procedure. There was no report of fragments falling inside the patient, patient harm, adverse outcome or injury.